Manufacturer narrative:
Concomitant medical products: 3889-28 mgu lead, implanted: (B)(6) 2019 and 3058 mgu ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as fast ventricular tachycardia (fvt). The device remains in use. No further patient complications have been reported as a result of this event.